Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/03/2015 with the following findings: the reported issue could not be adequately investigated due to a blank display issue; no conclusions could be determined in regards to the reported issue. The black box data from the event date had been overwritten due to continued pump use. Evidence of a partially discharged battery being installed for use was observed in the available black box data. The battery compartment was observed to be cracked below the grip pad (documented under pi# (B)(4)). The returned battery cap was able to secure to the suspect pump case per the instructions for use (IFU). The pump powered on, as confirmed by the presence of the auditory and vibratory cues; however, the display screen was blank. The pump case was removed, and no evidence of internal damage or defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter alleged that battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.